Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to press the green button, but was not able to squeeze the handle, so the device did not fire. Another stapler was opened and used to complete the procedure and the same reload worked properly. There was no patient injury.